Event description:
Regional sales manager reported on (B)(6) 2026 that a surgeon encountered the plate 'lifting' from the bone after his over-compression and believes it may have led to over shortening. The surgeon mentioned the scrub tech believed the issue was doing a quarter turn loosening in this case might have been too much which allowed the compression to slide up under the plate and pulled the plate away a little bit which is allowing the over shortening. The surgeon agreed that this was the cause and said even when using the clamp, it would not necessarily prevent lift off proximately once its compressed stating he had very good apposition and no side-to-side translation. The surgeon is thinking loosening maybe only an eight of a turn will help alleviate the issue in future cases. The surgeon stated there was no hardware malfunction and no adverse patient affect in theory, however, with over shortening he won't know the effect until the patient is finished healing.